Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 8 months post implant of this bioprosthetic valve, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve in the pulmonary position.  The reason for the intervention was reported as stenosis. No adverse patient effects were reported.